Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the black and white power cable leads were compromised and leaked green substance. There were no alarms. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged power cables and fluid ingress were confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis with damage to both power cable strain reliefs. Green residue was observed at the site of damage on the white power cable strain relief. A log file was downloaded (d2190945) for review that showed events spanning approximately 8 days (30jan2024 ¿ 05feb2024, 19feb2024 per timestamp). Events occurring on 19feb2024 were recorded during testing at abbott. The driveline was disconnected on 05feb2024 at 16:19:44 for a system controller exchange. There were no other notable alarms active in the log file. The controller was functionally tested and was able to support pump function for an extended duration without any issues or alarms activating. After functional testing the outer jacket of the cables was removed, and fluid ingress was observed within both cables. Additional information provided stated no log files were downloaded at the time of the event. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: hsc-083497) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 11nov2019. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.